Event description:
The following was reported by a davol sales representative: it was reported that during a procedure with the ventralight st with echo the inflation tube fractured while the surgeon was grasping the device at the needle loop and attempting to pull it through the abdomen. The detached tube was removed from the site without issue and the inflation tube grasped and pulled free. There was no adverse pt outcome as a result of this situation.

Manufacturer narrative:
Based on the available information, we are unable to either verify or confirm the reported product problem as the sample was discarded by the user and no evaluation could be performed. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted.